Event description:
Resident being transferred from wheelchair to bed with hoyer lift. Resident slid out of hoyer lift onto floor hitting feet and backdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. The device was not destroyed/disposed of.